Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported.

Manufacturer narrative:
The technician found the brake casters were damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.